Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and high blood glucose level. Customer¿s blood glucose level was 52 mg/dl and other was 426 mg/dl. Customer¿s current blood glucose level was 187 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated low blood glucose level with the food. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 426 mg/dl and sensor glucose was 250 mg/dl at the time of the event, the difference 176 mg/dl which is outside the acceptable range. The insulin pump will not be returned for analysis and sensor will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.